Manufacturer narrative:
It was reported that a patient underwent atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that during the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium preparation, before the case had started, the dilator was getting a lot of resistance when being pushed into the sheath and would not advance more. The reporter stated that they pulled it back and it looks like the valve probably slipped a little on the way out and it was leaking. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue was resolved. The procedure continued. Additional information was received on the event. It appeared that part of the valve became dislodged ¿ caused back leaking. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve became partly detached from the sheath. The sheath was not being used on the patient as it was still in the preparation part of the procedure. There was considerable resistance when trying to place the dilator and even more when trying to remove. There was no physical damage on sheath/dilator. There was no occlusion when irrigating the sheath. The sheath was not narrowed, partially blocked or completely blocked. The dilator was still able to be moved through the sheath but with only significant push/pull pressure being applied. The dilator was not stuck on the sheath. The device evaluation was completed on 03-feb-2022. Visual analysis of the returned carto vizigo sheath sample revealed that the hemostatic valve was dislodged inside of the hub and the dilator was bent. Microscopic examination in the hemostatic valve surface, and showed evidence of stress marks on the outer diameter. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. The functional test was performed, in accordance with bwi procedures. The vessel dilator and smarttouch sf catheter was introduced into the vizigo sheath and some resistance was felt during the testing. The outer diameter vessel dilator was measured, and it was within specifications. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ additional investigation was initiated to address the root cause for the resistance to sheath issues. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 11-jan-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that during the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium preparation, before the case had started, the dilator was getting a lot of resistance when being pushed into the sheath and would not advance more. The reporter stated that they pulled it back and it looks like the valve probably slipped a little on the way out and it was leaking. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue was resolved. The procedure continued. Additional information was received on the event. It appeared that part of the valve became dislodged ¿ caused back leaking. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve became partly detached from the sheath. The sheath was not being used on the patient as it was still in the preparation part of the procedure. There was considerable resistance when trying to place the dilator and even more when trying to remove. There was no physical damage on sheath/dilator. There was no occlusion when irrigating the sheath. The sheath was not narrowed, partially blocked or completely blocked. The dilator was still able to be moved through the sheath but with only significant push/pull pressure being applied. The dilator was not stuck on the sheath. The obstructed sheath issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The valve issue was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).